Manufacturer narrative:
Insulin pump had no button error alarm noted. The esc button did not respond due to corroded keypad trace. Insulin pump unable to verify battery out limit alarm due to no button response. Insulin pump received with minor scratches on display window and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error. Customer replaced the battery and received a battery out limit alarm. Customer's blood glucose reading at the time of the call was 77 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.